Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced heart rates in "the 40s". The right ventricular (rv) lead exhibited undersensing beats afte r premature ventricular contractions (pvc). The implantable pulse generator (ipg) also exhibited pacing below the programmed rate. No further patient complications have been reported as a result of this event.